Manufacturer narrative:
Follow-up received on 15-nov-2016 from investigator: this non-pregnant female patient had an attempt of essure placement on (B)(6) 2011 for contraception. Essure was ongoing at the time of report. On (B)(6) 2011, she had a placement failure (left) - second attempt. Investigator considered the event related to essure and classified it as serious (medically significant). She has not recovered. In addition, investigator informed that a ligation of the left uterine tube was performed on (b)(46 2011 as an alternative contraception, due to left placement failure (twice). (B)(4). Device similar incident listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 17-nov-2016 for the following meddra preferred terms: device breakage: the analysis in the global safety database revealed 1424 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study had essure (fallopian tube occlusion insert) inserted on the right side. On the left, there was absence of insert release and a removal of broken insert fragment with pliers was necessary. She had a placement failure (twice) and underwent a tubal ligation on the left side as an alternative contraception. Device deployment issue, device breakage and failed insertion are anticipated in the reference safety information for essure. During difficult insertions, single cases have been reported of essure breakage and deployment issue. In this particular case, the insertion on the right side was easy but on the left side was not possible due to the reported events. Another attempt of insertion on the left side was performed, however, it also failed. Considering the reported events occurred during insertion procedure, causality with essure use is assessed as related. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. According to technical analysis, there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.

Event description:
This study case report was received from an investigator in (B)(6) on 22-mar-2011 and refers to a (B)(6) female patient who was involved in an observational company-sponsored study, study number: (B)(6). Additional information received on 20-jun-2011. Study description:(B)(6) is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure permanent sterilization method, as measured by the absence of pregnancy. Patient number: (B)(6). The patient's medical history included 02 children. Her last menstrual period before insertion occurred on (B)(6) 2011. On (B)(6) 2011 essure (fallopian tube occlusion insert) was inserted for permanent sterilisation. Analgesics and nsaid (non-steroid anti-inflammatory drug) were used as premedication. Uterine cavity was within normal conditions and the patient had retroverted uterus. Uterine distention was done. Visualization of ostium was good bilaterally. The procedure was started on right side. It was easy to introduce the catheter into the tubes. At the end of procedure she had 4 coils externally visible in the uterine cavity on the right side. Bilateral placement was not achieved. Absence of insert release and removal of fragment of left insert that broke with pliers were reported. The procedure took 12 minutes. Patient presented pain during insertion and she denied pain after the procedure. Vasovagal syncope was denied. The patient was satisfied and no additional procedure was performed at the same time. New appointment for contralateral placement was scheduled. On (B)(6) -2011 she went for essure insertion attempt on the left side. Amenorrhea was reported. Analgesics and nsaid (non-steroid anti-inflammatory drug) were used as premedication. Uterine cavity was within normal conditions. It was difficult to insert catheter into the tubes due to perception of obstacle. She experienced pain during essure placement. Successful placement was not achieved. New appointment for contralateral placement was not scheduled. Vasovagal syncope during the procedure was denied. The patient was very satisfied with the procedure and no additional procedure was performed at the same time. Ptc investigation result was received on 02-apr-2015. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 26-jun-2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study had essure (fallopian tube occlusion insert) inserted on the right side. On the left, there was absence of insert release and a removal of broken insert fragment with pliers was necessary. These events, seen as device deployment issue and device breakage, are non-serious. Breakage is listed according to technical analysis and deployment issue is listed in the reference safety information for essure. During difficult insertions, single cases have been reported of essure breakage and deployment issue. In this particular case, the insertion on the right side was easy but on the left side was not possible due to the reported events. Another attempt of insertion on the left side was performed, however, it also failed. Considering the reported events occurred during insertion procedure, causality with essure use is assessed as related. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. According to technical analysis, there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.

Manufacturer narrative:
Quality-safety evaluation of ptc updated on 31-jan-2017. Ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 03-feb-2017 for the following meddra preferred term: device breakage: the analysis in the global safety database revealed 1500 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study had essure (fallopian tube occlusion insert) inserted on the right side. On the left, there was absence of insert release and a removal of broken insert fragment with pliers was necessary. She had a placement failure (twice) and underwent a tubal ligation on the left side as an alternative contraception. Device deployment issue, device breakage and failed insertion are anticipated in the reference safety information for essure. During difficult insertions, single cases have been reported of essure breakage and deployment issue. In this particular case, the insertion on the right side was easy but on the left side was not possible due to the reported events. Another attempt of insertion on the left side was performed, however, it also failed. Considering the reported events occurred during insertion procedure, causality with essure use is assessed as related. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. According to technical analysis, a product quality defect could not be confirmed but is considered plausible.